Event description:
It was reported patient underwent an initial left total hip arthroplasty that later required revision on an unknown date due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source us. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A biolox option femoral head was returned to the post market surveillance team for evaluation. Metallic smearing can be seen on the articulating surface and more prominently on the seating side. There are some imprints seen along the edge of the option adapter. There are signs of fretting as well as seating marks of the stem seen on the taper of the option adapter. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.